Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2009 and subsequently expired on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-01041 and 1225714-2014-01042, 1225714-2013-03594 and 1225714-2013-03595.